Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A short simulated therapy was successfully performed. Underwater pressure leak testing was performed with no issues noted. Visual inspection was performed with naked eye and magnification and a damaged main body of the device was identified. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned transfer set, a damaged light blue main body was identified. There was no patient involvement. No additional information is available.